Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27 apr 2026, it was reported by a distributor via email that ar-12990 knee scorpion batch: 4969682 experienced a needle tip breakage within the device during the suture-passing step. The issue was detected during a meniscal repair procedure on (B)(6) 2026. The broken needle tip could not be retrieved and was lodged inside the tip of the knee scorpion. The suture used was a 2-0 suture. No fragment was left in the patient. The procedure was completed successfully using spinal needles and alternative suture-passing techniques.